Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 160 mg/dl. The customer took a 5 unit bolus via the pump, prior to the call. The customer also took a manual injection. A system check performed with tandem technical support indicated that the site was the possible cause of the occlusion and a recommendation was made for the customer to change out the site. However, the customer insisted that the occlusion was a pump issue.